Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: bad image quality, weird colors due to bad charged coupled device. The most probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not functioning properly, displaying poor image quality and strange colors. Sometimes it works, but other times it doesn t. This issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the camera head was not functioning properly, displaying poor image quality and strange colors. Sometimes it works, but other times it doesn¿t. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.